Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The cause of the alarm is air in patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a low drain volume alarm (ldv) which occurred on home choice (hc) during use during initial drain. The home patient (hp) stated that he disconnected from the patient line and now there was air in the line. The baxter technical representative (tsr) assisted the hp with ending therapy to restart the set up with all new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011 product surveillance (ps) spoke with the caregiver (cg), regarding the alarm. The cg stated that they realized that they had manually drained earlier and had started the therapy empty which could have caused the alarm. The cg stated that the home patient (hp) was not completely sure and should not have disconnected at that time which might have been the cause for air in the line. The cg understands on following proper procedures. The cg stated that they did talk to the nurse, however were comfortable talking to baxter representative since they were able to help troubleshoot. The hp has been continuing therapy with no further issues. There was no patient injury or medical intervention indicated at the time of the initial report